Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after implant, the right atrial (ra) lead had dislodged and fell into the right ventricle. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.